Event description:
The user had a (B)(6) infection which could not be resolved following hospital admittance and intravenous antibiotics. Explantation was performed on the 8th december. This report refers to 9710014-2020-00747. For further information please refer to this report.